Manufacturer narrative:
Section d, device identification was updated. Fields d1, d2a, d2b, d4, g1 and g4 were updated. The ca2 reagent lot number was 74418501 with an expiration date of 30-nov-2024. The customer had no further issues after the service visit. A general reagent issue was excluded as calibration and qc were acceptable. Since the field service engineer (fse) performed multiple actions during one visit, the specific root cause could not be determined, however, the service actions resolved the issue.

Manufacturer narrative:
Section h6, component codes were updated.

Manufacturer narrative:
The c702 module serial number was (B)(6). The field service engineer (fse) replaced the reagent kit and performed calibration. The fse checked various parts of the instrument and adjusted the detergent levels of the cuvettes. The fse cleaned the rinse nozzles and flushed the sample probes. Mechanism checks, calibration, and qc were all acceptable. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for ca2 on a cobas 8000 c 702 module. On (B)(6) 2023 patient 1 initial result was 0.20 mmol/l. The repeat result was 2.616 mmol/l. On (B)(6) 2023 patient 2 initial result was 0.92 mmol/l. The repeat result was 2.507 mmol/l.